Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump display went blank after everything disappeared but the light was on and an alarm was beeping. Customer's blood glucose was 119 mg/dl. Customer stated the insulin pump had not been bumped, dropped, or exposed to moisture and there were no signs of relevant damage or corrosion. After customer was advised to insert new battery, the backlight and alarm came on, but there was nothing else visible. Nothing further reported.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage to the isolation tape, blank display, alarms, or audio anomalies were noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a scratched reservoir tube window.